Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: dtbb1d4 ICD, implanted: (B)(6) 2014; a 5867-3m adaptor, implanted: (B)(6) 2014; a 4196-88 lead, implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was exhibiting oversensing, high thresholds, intermittent capture and intermittent sensing of r-waves. The lead was programmed off until it could be revised. During the revision, the lead was pulled back from the original apex implant site and positioned on the septum where acceptable threshold measurements were obtained. The lead remains in use. No patient complications have been reported as a result of this event.